Event description:
Customer's parent called to report that the pt had been found on the ground at their job and was hospitalized with high blood glucose. Pt had been receiving the no delivery alarm on the pump recently. During the conversation with the parent it was discovered that the pt was very thin and was probably using infusion sets that were not recommended for pt's body stature.